Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood administration set was missing the tubing between chambers. This was identified during patient infusion. The reporter stated that the set was unable to regulate blood flow. There was no patient injury or medical intervention reported. Additional information was requested and is not available.